Event description:
Complainant alleged that during an attempt to cardiovert a female pt (age unk), the clinicians applied electrode pads to the pt and upon selecting the energy level, the device self-charged and delivered energy without user interaction. Complainant indicated that the clincian obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.